Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the access sheath was placed, a thrombus was noted to the sheath and pigtail catheter. At this time, the physician aspirated the thrombus and successfully completed the procedure with this device. No further complications were reported following these events.